Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. The insulin pump received with normal operating currents. No damage found on the connector on lcd isolation tape noted. The insulin pump received with intermittent response due to corroded keypad traces. No button error alarm and no scrolling or ramping numbers during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling and when customer removed and reinserted the battery, the display did not immediately return, and then a button error alarm occurred. The customer's blood glucose was 131mg/dl. No significant events leading to the keypad issues were recalled. Troubleshooting for the blank display was performed. The device had not been bumped, dropped, or exposed to moisture. There were no signs of physical damage or corrosion noted. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.